Event description:
It was reported by the customer that while performing preventative maintenance, the device failed a test step during testing. The device was not in patient use. A remote service engineer (rse) reviewed details and recommended replacing the proportional valve and the three-way solenoid to address the issue. The customer has taken responsibility for repair of the device.